Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, investigators believe it¿s likely that the reported failure was caused by the image sensor unit being damaged due to external stresses. This damage could have caused components to fail and experience connection issues. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image during upward/downward angulation. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.